Event description:
It was reported by the customer that bd pyxis¿ medbank tower had bar code scanner issue when trying to issue the clopidogrel bisulfate tab 75mg medication. The nurse stated that while scanning bar code stated it was the wrong bar code and did let nurse pull medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that when trying to issue medication, scanning bar code stated it was the wrong bar code and did not let nurse pull. A technical support specialist found that the customer had been logged out which caused the error reported. Upon reviewing the transaction history, it showed that the medication had been successfully taken, and the cycle count reflected the correct quantity of the medication. The system functioned as intended after troubleshot by the technical support specialist.